Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. Per reporter, the alarm was silenced, reviewed pump settings (reservoir volume 99.4 ml, continuous rate 2.5 ml/hour, volume given 15.65 ml) and pump powered off. The tubing was clamped and no further troubleshooting occurred. This event occurred at the patient's home. No patient harm/adverse event reported.